Manufacturer narrative:
Received 1 set of 4 used arcticgel pads only. Visual inspection noted no obvious defects. The pads trim pattern was found to be within specifications and the energy connector was not damaged. A functional evaluation was performed: the pads were connected to the arctic sun machine model 2000 for 10 minutes and water immediately started to flow to the pads without any problems. * left chest pad: a total of 1.58 l/min m2 flow rate was registered during the test. * left thigh pad: a total of 0.79 l/min m2 flow rate was registered during the test. * right chest pad: a total of 1.58 l/min m2 flow rate was registered during the test. * right thigh pad: a total of 2.07 l/min m2 flow rate was registered during the test. According to the test method the flow rate was not within specifications for the left chest pad, the left thigh pad or the right chest pad as they were crushed. The right thigh pad was found to be within specifications. The lot number is unknown therefore the device history record could not be reviewed. The instruction for use state the following: ¿once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads were producing low flow throughout seven days of therapy. This continued after the pads were changed as well as the device. The patient began therapy on monday ((B)(6) 2015) and had received low flow throughout therapy, but temperature was maintained while the patient was on paralytic. The pads were changed on saturday ((B)(6) 2015), and low flow continued with the new set of pads. Therapy was discontinued on monday ((B)(6) 2015) and patient was placed on two cooling blankets. The hospital believes that it may be a patient issue because they continued to have trouble maintaining temperature.